Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted the caller in resetting the pump.